Event description:
A technician from the reporting facility reported an infusion pump to baxter technical support with a 550 failure code. The technician stated this pump was not involved in a patient incident this time or since last serviced by baxter. Although attempts were made to obtain additional information form the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up of the infusion device.